Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint of "the large clip applier instrument wire was broken.¿ failure analysis found the primary failure of the broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the proximal end (inside the housing). The root cause of the broken - proximal instrument grip cables was attributed to a component failure. Instrument images that were provided by the customer were reviewed. The images confirmed that the instrument had a broken cable. A review of the procedure log showed the large clip applier instrument (part# 470230-12 / lot# n10200713-0072) was used on (B)(6) 2022 during this radical cystectomy with ileal conduit surgical procedure with system (B)(4). The large clip applier instrument had 10 uses remaining. Images of the large clip applier instrument related to this event were received and reviewed by the regulatory post market surveillance (rpms) specialist. The images confirmed that the large clip applier instrument wire was broken/loose. This complaint is being reported due to the following conclusion: a large clip applier instrument failed to fully latch a clip closed or incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the customer discovered that the large clip applier instrument wire was broken. There was no report of any fragments falling inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issue was noted. No instrument collision was observed during the procedure. The surgeon was using unspecified medium-large or large clips with the instrument. The surgeon did not experience non-intuitive motion when using the instrument. The surgeon attempted to close the clip a couple of times on a 10 mm vessel, but the clip would not close. It was confirmed that no fragments fell inside the patient during the procedure. A video recording of the procedure is not available, but images of the instrument damage were provided.